Event description:
During a scalp reduction procedure, this pair of scissors broke at the screw. The physician had entered an area between the skull and the skin and used a reverse action rather than a cutting action. Another pair of scissors was used to complete the procedure.